Manufacturer narrative:
Concomitant products: product ID: 37092, product type: accessory. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer (pp). They were not able to make adjustments with the antenna attached. It was noted that the patient woke up on (B)(6) with a loss of stimulation during the night somewhere between 9pm and 8am, according to the clinician programmer (cp) diary information. This also happened on (B)(6) during the night between 12:45 and 8:10am, according to the cp information and the patient noting a waking up with a loss of therapy. The patient was not able to verify with the pp that it was off, but the patient did use the pp and turn stimulation back on and it was resolved. It was noted that the implantable neurostimulator (ins) was fully charged on (B)(6) but the patient was not sure if she charged it prior to (B)(6). The patient was going to keep a diary of charging, and verify that the ins would be on prior to going to bed and if she felt stimulation turning off to verify with the pp that it was off. The patient was given a new antenna today as she had intermittent issue with communicating with the patient programmer (pp) and antenna. They used the rep's antenna with her pp and also with the patient's pp with no issues and also verified more difficulty communicating with the patient's existing antenna. The patient had communication issues for the first time on the evening of (B)(6).